Event description:
It was reported to philips the keyboard was not locking on the epiq 7g ultrasound system. It was unknown if this was the control panel swivel not locking. It was unknown if the failure occurred during transportation of the system within the user facility. No patient or user was harmed as a result of the issue. A philips field service engineer was not able to determine if this was a control panel swivel issue or if it was discovered while in transport. The customer reported to have repaired the system and noted the black piece at the solenoid at the base of the system was raised causing rotation. It was locked into place to resolve the reported failure. No further information was reported. If additional information becomes available, a follow up report will be submitted.